Manufacturer narrative:
Complete information for correction/removal number: rcr # 3016438761-10/06/21-003-c further investigation determined this event was impacted by an issue identified in architect software versions (B)(4) or earlier. A product correction letter was issued on 29sep2021 to all architect customer¿s notifying them of the issues in architect software versions (B)(4) and earlier. The product correction letter informs the customer that an abbott representative will schedule a mandatory upgrade of their system to architect software version (B)(4).

Event description:
The customer reported observing error code 6000 zero read detected while using the architect i1000sr analyzer. During inspection, a leak was verified in the trigger and pretrigger manifold on the architect i1000sr analyzer. It was detected that the trigger dispensing valve was not working. The valve was replaced and verification tests were performed which confirmed the instrument was then working. There was no reported impact to patient management.